Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient was dizzy and had blurred vision. The cgm was displaying 264 mg/dl. The patient's husband took the patient to the hospital and when the doctor checked a finger stick, the bg was 486 mg/dl. The patient was hospitalized for 2 days to observe her sugar level. The patient declined to provide further event details. Upon discharge, the cgm was displaying 136 mg/dl. It is unknown what the bg was. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.